Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not showing any numbers when the display button was pressed was confirmed. The submitted photographs showed a white lcd screen with no information being displayed on it; additionally, the system monitor was shown to properly display the pump parameters, which indicated that the pump was operating without issue. The reported event was reproduced during testing of the returned system controller, serial number: (B)(6) , on a mock circulatory loop. The display issue did not affect the controller¿s ability to operate the pump at the set speed. The controller's lcd screen was replaced with a test lcd screen and the controller was reconnected to a mock circulatory loop and the issue was resolved, isolating the issue to the lcd screen. The controller passed functional testing without issue after the lcd screen was replaced. The submitted log file and the log file downloaded from the returned controller contained approximately 14 days of data combined ((B)(6) 2021 per the timestamp). No atypical alarms were captured in the log file. The driveline was disconnected on (B)(6) 2021 at 13:52:40 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The reported event was determined to be due to an issue with the lcd screen; however, the root cause of the lcd screen issue could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6) , was shipped to the customer on (B)(6) 2018. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. These sections also inform the user to perform a daily self test to check the audible and visual alarm indicators on the user interface, as well as the status of the backup battery. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information states that patient was stable, and asymptomatic. The plant of care was continued as standard.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's controller was not displaying any numbers when the scroll button was pushed. The pump running symbol was lit. The patient was stable and asymptomatic and the self test was normal. The log file analysis captured a few low power advisories due to normal battery depletion. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended. The patient's system controller was exchanged.